Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was explanted. No specific product performance allegations were reported. A new ICD was successfully placed. This product has not been returned for analysis. No additional adverse patient effects.